Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the scanner mask setting resolved issue. Analysis found that the software functioned as designed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts were returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the images were inverted. Technical services (ts) recommended adding a pixel offset setting to the override file. This resolved the issue. There was no patient present when this issue was identified.